Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 11.0 cm to 11.5 cm and 13.0 cm to 13.7 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The distal portion of the lead was returned on (B)(6) 2022 with the length measured at 25.0 cm. Procedural damage to the outer insulation was found at 4.0 and 6.5 cm from distal tip. The distal portion was otherwise normal. No other anomalies were found.